Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, both needle and thread were broken during a resection temporary tumor izqyuero. The surgical time was extended for 30 minutes or more due to the product problem. They used new suture to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.